Event description:
It was reported that while using a footprint ultra-suture anchor after putting the hole using the golden awl, upon implanting, the implant broke. Hence the dr. Asked to waive the implant.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.